Manufacturer narrative:
An event regarding damage involving a 6.5 cancellous bone screw 30mm was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding damage. There have been no other events for the lot referenced. This product and event will be monitored under quarterly trend request conclusions: the investigation concluded that damage was observed on the threads of the screw. The damage was consistent with ductile overload. Eds was performed on the screw and was consistent with (B)(4) eli alloy. No materials or manufacturing defects were observed on the surfaces examined. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a hip surgery the acetabular torx screw stripped out. Surgeon removed debris.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a hip surgery the acetabular torx screw stripped out. Surgeon removed debris.